Manufacturer narrative:
The physician removed small pieces of the device from the left side of brow in 2008. The physician reported a fluid filled abscess in the area of implantation. No histology was performed. The pieces of the explanted device were not returned. The batch record for this lot has been reviewed which discovered no unusual mfg event. There is a very low occurrence of reaction to this device. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
The physician implanted two devices in 2007. Seven months postoperative, the pt complained of a painful, throbbing bulge on the left side of brow in the area of implantation and palpability of the device on the right side.